Event description:
It was reported that when a patient presented in-clinic for a follow-up, oversensing noise was observed. The lead was capped and replaced without any complications.

Manufacturer narrative:
(B)(4).